Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to device was no longer working. The ipp was replaced with another manufacturers device. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Additional information was received, patient experienced infection. Device was reported to be operating different than expected.

Manufacturer narrative:
Device analysis: infection and device no longer working were reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and reservoir performed within specifications. The pump deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The failure of the pump deflation test could be a probable cause for the reported device no longer working issue. Device operates differently than expected and device mechanical issues were confirmed. Reported infection cannot be confirmed through product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to device was no longer working. The ipp was replaced with another manufacturers device. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available. Additional information was received, patient experienced infection. Device was reported to be operating different than expected.

Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to device was no longer working. The ipp was replaced with another manufacturers device. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.